Event description:
It was reported that the patient went to the hospital with hypoglycemia and loss of consciousness. Actual blood glucose levels and treatment were not provided. Three due diligence attempts have been made with no new information. If new information becomes available, we will supplement the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.